Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding display glass. However, no missing segments were noted during testing. The insulin pump had normal operating currents and passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported black dots on his insulin pump's screen. He stated he had passed out and fell on the floor, damaging his insulin pump. Customer's blood glucose was 133 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.